Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 252 mg/dl. The customer¿s current blood glucose was 159 mg/dl. The customer's blood glucose was 150 mg/dl and 499 mg/dl and the customer's blood glucose was 342 mg/dl after gave insulin. The customer was treated with manual injections. Customer was alleging possible pump under delivery. The product was not returned for analysis.